Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was becoming difficult to press. The keypad cover was reportedly intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The up button was intermittently unresponsive. The ok, down, & contrast buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).